Manufacturer narrative:
This event has been confirmed to be a duplicate of MFR. Report # 3030677-2023-04347 (philips ref. Pr (B)(4)). The investigation results for this event have been documented in that report, and any future updates will be recorded there. No other reports will be submitted under this MFR. Report # 3030677-2023-04618, philips ref. Pr (B)(4).

Event description:
It has been reported that the device is failing self-test.